Manufacturer narrative:
We have received the complaint device for evaluation. The status light on the control unit initially flashed solid green when the handpiece was connected into the control unit. The status light on the control unit flashed orange when the run button was pressed indicating an issue with the handpiece and the drive shaft was observed to rotate hesitantly . The status light on the control unit also flashed green when the lock button was pressed and the drive shaft rotated hesitantly. The issue was detected during pre-use check. Handpiece was not used in the patient. The procedure was completed using a different handpiece.

Event description:
Handpiece did operate during pre-use check.